Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 408 mg/dl at the time of incident. Customer treated with insulin pump. Drive support cap appears normal troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime and excessive no delivery test. Motor passed motor test. No motor error alarm. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.